Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that there was smoking on the board near the display port. Closer inspection revealed a burn spot on the display cable near where the cable plugs into the cart. The technician found evidence of fluid that had been spilled on it at the display port. The display cable and control board were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the display on this unit would not power on. Upon tech inspection, display was not powering on based on the display cable to the power control board having fluid leaked on it that shorted out that cable and pc board. Tech replaced both cable and pc board to correct the issue. The event occurred prior to surgery. Investigation showed that smoke was seen from the control board and that the display cable had a large burn spot on the end. There was no adverse event reported as a result of this malfunction.